Manufacturer narrative:
Patient reported that her blood sugars had gone up to 400 while she was using vgo and she went to the emergency room. Patient was given fluids and insulin and was sent home without being admitted. There was no allegation of device malfunction. Device was not returned for evaluation.. Root cause cannot be determined based upon the information provided; however it is likely the vgo dose was not sufficient to meet patient needs.

Event description:
Patient reported that her blood sugars had gone up to 400 while she was using vgo and she went to the emergency room. Patient was given fluids and insulin and was sent home without being admitted. There was no allegation of device malfunction. Device was not returned for evaluation.